Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se found that the exhalation valve had a leak. The se replaced the exhalation valve. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a patient was not able to exhale while being connected to a 980 ventilator. The patient was removed from the ventilator and placed on an alternate ventilator. There was no report of patient harm as a result of this event.